Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was not reported. Treatment for this event was not reported. It was not reported if the patient was hospitalized for this event. At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing. No additional information is available.